Event description:
Boston scientific received information that this right ventricular lead exhibited noise and intermittent oversensing and pacing inhibition following atrial pacing. The patient had an underlying rhythm in the 40 beats per minute range. A chest x-ray was performed and noted no changes in the position of the lead. A lead fracture was suspected. The device was left programmed to vvi and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.